Event description:
The customer reported that the cannula had dislodged from the infusion site and that the adhesive was getting wet.

Manufacturer narrative:
The returned product was evaluated and performed as designed. No defect or deficiency that would result in the cannula failing to insert correctly or the pump failing to deliver insulin was found. Lot qualification records were reviewed and the product lot met all acceptance criteria.